Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient was admitted to the hospital with the second occurrence of nosebleed. The department of otolaryngology (ears, nose, and throat - ent) saw the patient in the emergency room (ER) and performed silver nitrate to the area. Floseal and thrombin were placed to left nare along with nasal tampon. Also, cardiology decreased acetylsalicylic acid to 81 mg and decreased coumadin. According to the account, the patient was discharged home on (B)(6) 2018. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The first admission for nosebleed was reported in MFR. Report #2916596-2020-04863. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital for second occurrence of nosebleed. Otolaryngology saw patient in the emergency room and performed silver nitrate to area. Floseal and thrombin placed to left nare along with nasal tampon. Cardiology decreased acetylsalicylic acid to 81 milligrams and decreased coumadin. International normalized ratio 2.2 on admit. Patient discharged to home on 30may with no further bleeding.